Event description:
It was reported that a user experienced hyperglycemia after a complete supply change with an ilet system using a contact/detach 23-inch 6 mm infusion set and abbott freestyle libre 3 plus sensor, during which no insulin delivery occurred for several hours due to difficulty priming and obtaining drops from two refrigerated cartridges; after warming a third cartridge, priming was successful and insulin delivery resumed. Symptoms included elevated blood glucose to 277 mg/dl without ketone testing, backup therapy, or medical intervention, and without acute complications. Outcomes included transient interruption of insulin delivery and subsequent stabilization of glucose to 161 mg/dl. Investigation included troubleshooting and user education focused on cartridge temperature and priming technique. Investigation of this case revealed user handling of cold cartridges that impeded priming, consistent with device use issues related to infusion set and cartridge preparation rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and technique during setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.